Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "lumps, hives, rash, feeling of sickness, not feeling good". And textured exchange. Patient also reported, "cold symptoms". Which is not device related. Physician reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Rash- breast: unable to observe since it is a medical event and is not related to the device. Urticaria- breast: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Lump/ nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particles, crease wear abrasion and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "lumps, hives, rash, feeling of sickness, not feeling good", and textured exchange. Patient also reported "cold symptoms" which is not device related. Physician reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Rupture was confirmed, to not have occurred. Healthcare professional, later reported, right side capsular contracture, baker grade iii.